Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On examination, the audio bolus button was noted to be torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the button. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the audio bolus button had normal response. The audio bolus button was noted to leak during leak testing. The pump was opened for investigation and revealed moisture ingress inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were completely unresponsive. The reporter also noticed that the audio bolus button had fallen off upon inspecting the device while investigating the tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.